Manufacturer narrative:
(B)(4). This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgery, physician used endeavor resolute rx device to treat lesion that exhibit 85% stenosis in lcx. The device could not pass the lesion, which was pre dilated with sprinter device. The device was inspected prior use with no abnormalities noted. The device was prepped before use according to instructions for use. The physician terminated the procedure. No patient injury noted. The device was returned to the manufacturing facility and through analysis of the returned device the stent damage was observed. Evaluation summary: the distal tip of device was frayed. The 1st, 2nd and 3rd distal segments were deformed. The stent is displaced distally, leaving a gap between the first proximal segment and the proximal pillow. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).